Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the vessel sealer extend (vse) instrument did not open. There was no tissue stuck in the jaws. The instrument jaws did not open since the beginning of the procedure. The procedure was completed using a backup vse instrument with no further issue reported. No known impact or patient consequence was reported.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument didn't work at all during the procedure. The customer was able to open the instrument jaws using the grip release slider.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The grip ring screw was still in-place from the grip ring, but the grip ring was dislodged to the lower position affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. Additionally, the vse instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed on an in-house system, and it passed the recognition, engagement and initialization tests. The grips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly.